Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted in the pt. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that during a routine f/u, imaging demonstrated that two ivc filter legs were outside the contrast column of the ivc. However, there was no extravasation. The pt is asymptomatic and retrieval attempts have not yet been performed. Further info is pending. No report of pt injury.